Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing thresholds and no capture at high outputs. It was noted the lv pacing impedance had trended low since implant. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.